Event description:
A canadian customer received a blood glucose reading of 11.7 mmol/l from his contour usb meter and a reading of 6.1 mmol/l from a lab test. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.